Event description:
It was reported the pt (B)(6) feels heating at the ipg pocket when recharging. Otherwise the pt's scs system is functioning as intended and the pt has effective therapy relief. There are no plans for invasive intervention as in the physician's medical opinion this is a normal side effect of ipg recharging.

Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.